Event description:
It was reported to philips that the system was not booting and was stuck at 00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system and confirmed that the system is not booting. Review of the log file shows malfunctioning flexvision pc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the flexvision pc was defective. To resolve the issue, the fse reset the grabber card and hard disk, reloaded the software and replaced the flexvision pc as a part of proactive maintenance. The defective part was sent for analysis, for flexvision pc, malfunction was observed, and the failed components were found to be missing gpu cards and dimms. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). After replacement and implanted correction, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.